Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician believes this pacemaker device is depleting prematurely. A technical service (ts) consultant was asked to review the device data. Ts confirmed the device is starting to increase in power consumption. Ts provided recommendations to recheck the device at the end of january 2024. The device remains implanted. No adverse patient effects were reported.